Manufacturer narrative:
(B)(4). The explanted lead was not returned to neuropace for investigation.

Event description:
On (B)(6)2025, a review of the patient device ecog data identified signal artifact on the right thalamus (cm) depth lead secured with a dog bone and lead protection. Device assessment included reviewing stored ecogs and palpating the lead connection through the skin, while monitoring live ecog data. A long episode ecog stored on (B)(6) 2024, was when the first clear artifact was noted. On (B)(6) 2025, in clinic, detection was reprogrammed (electrode where artifact was recorded was programmed to 'off'). Stimulation parameters were not changed. Although the cause of the lead break is undetermined, the patient reported a seizure on (B)(6) 2024, and this seizure was verified by the device recording of the long episode ecog. The patient has a history of hitting their head during seizures. On (B)(6)2025, the lead was replaced.